Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2017-00038. The hospital disposed of the device.

Event description:
The patient was undergoing a thrombectomy procedure in the middle cerebral artery (mca) using a penumbra system 3max reperfusion catheter (3max) and a penumbra system 5max ace reperfusion catheter (5max ace). During the procedure, the physician experienced resistance while advancing the 3max and guidewire through the 5max ace. Upon retraction of the 3max and guidewire to begin aspiration with the 5max ace, the physician experienced resistance; however, the physician able to remove the 3max and guidewire. Upon inspecting the 3max, the physician noticed its tip had become stretched. After removing thrombus in the distal portion of the m1 segment of the mca, the physician removed the 5max ace and noticed its tip had become ovalized. The physician then continued the procedure using a new 5max ace and a new 3max in the m2 segment; however, recanalization was not established and therefore, the procedure was completed using another manufacturer's stent retriever. There was no report of an adverse effect to the patient.